Event description:
Boston scientific received information stating: boston scientific received information that following the implant procedure the lead exhibited an increase in impedance measurements. The patient's device was reprogrammed. Dr. (B)(6) hospital: (B)(6). Lead implanted (B)(6) 1999. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).